Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The visual summary analysis of the lead indicated that the lead was stretched. However, it was also noted that the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract, the inner and outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and the visual summary analysis of the lead indicated damage at implant. Analysis comments stated that the lead was returned stretched with the helix fully retracted. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. However, the helix was able to be extended and retracted, but the turns to retract the helix was out of specification.

Event description:
It was reported that about twelve days post implant if was found that the atrial lead had dislodged. The lead was explanted and replaced. However, when attempting to implant the replacement lead the helix did not extend and retract to meet the physician's expectations. The replacement lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).